Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment on an incarcerated umbilical hernia. It was reported that after implant, the patient experienced revision surgery, mesh infection and fascia and abscess with a fistula tract from the skin to the infected abdominal mass. Post-operative patient treatment included laparotomy with excision of infected mesh and debridement of abscess cavity, exploratory with excision of infected mesh, followed by tahbso, umbilical excision and appendectomy.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated umbilical hernia. It was reported that after implant, the patient experienced mesh infection, chronic draining sinus to umbilicus, adhesions, mesh migration, mesh not incorporated at all and sitting in abscess cavity as well as fascia and frank pus in abscess with a fistula tract from the skin to the infected abdominal mass. Post-operative patient treatment included revision surgery, laparotomy with excision of infected mesh, debridement of abscess cavity, exploratory with excision of infected mesh, followed by tahbso, umbilical excision and appendectomy.

Manufacturer narrative:
Additional information: correction: e1 (facility name, street 1, city, region and postal code), g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email and phone number). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional info: b2, (added disability), h6 (patient codes, imf codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated umbilical hernia. It was reported that after implant, the patient experienced pain, inflammation, bulging on right side, soreness, difficulty bending over, mesh infection, chronic draining sinus to umbilicus, adhesions, mesh migration, mesh not incorporated at all and sitting in abscess cavity as well as fascia and frank pus in abscess with a fistula tract from the skin to the infected abdominal mass. Post-operative patient treatment included CT scan, medication, revision surgery, laparotomy with excision of infected mesh, debridement of abscess cavity, exploratory with excision of infected mesh, followed by tahbso, umbilical excision and appendectomy.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated umbilical hernia. It was reported that after implant, the patient experienced mesh infection, chronic draining sinus to umbilicus, mesh not incorporated at all and sitting in abscess cavity as well as fascia and frank pus in abscess with a fistula tract from the skin to the infected abdominal mass. Post-operative patient treatment included revision surgery, laparotomy with excision of infected mesh, debridement of abscess cavity, exploratory with excision of infected mesh, followed by tahbso, umbilical excision and appendectomy.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated umbilical hernia. It was reported that after implant, the patient experienced mesh infection, chronic draining sinus to umbilicus, mesh not incorporated at all and sitting in abscess cavity as well as fascia and frank pus in abscess with a fistula tract from the skin to the infected abdominal mass. Post-operative patient treatment included revision surgery, laparotomy with excision of infected mesh, debridement of abscess cavity, exploratory with excision of infected mesh, followed by tahbso, umbilical excision and appendectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right incarcerated indirect inguinal hernia repair with mesh. She had revision surgery 2 years and 10 months post-surgery. The patient underwent laparotomy with excision of infected mesh and debridement of abscess cavity. The patient also underwent exploratory with excision of infected mesh, followed by tahbso, umbilical excision and appendectomy. The patient experienced mesh infection and fascia; abscess with a fistula tract from the skin to the infected abdominal mass.